Event description:
It was reported that the right ventricular (rv) lead exhibited high and varying thresholds, and the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: vedr01 ipg; implanted: (B)(6) 2011; 305c229 tissue valve, (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.